Event description:
During a ptca procedure involving a rca lesion, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The maverick2 monorail balloon was removed and another balloon was used to successfully complete the procedure. A terumo introducer sheath, a iq guide wire, a runway guide catheter and an encore inflation device were also used in the procedure. No pt injuries or complications were reported.